Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2006, and a revision procedure on (B)(6) 2010, due to patient allegations of pain. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions. " and "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-06819).

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2006, and a revision procedure on (B)(6) 2010, due to patient allegations of pain. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Operative report noted patient underwent a right hip revision on (B)(6) 2012 due to adverse reaction to metal on metal. Operative report noted the presence of an effusion, turbid fluid, metallosis, pseodocapsule, retroverted cup and bony acetabulum deficiencies. The modular head, taper adapter and acetabular cup were removed and replaced with a competitor¿s acetabular components and a biomet head.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿